Event description:
It was reported that pump screen froze when patient tried to open pump. No information was provided regarding impact to customer¿s blood glucose level. Customer declined follow up with technical support and no further action was taken.